Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit. During his inspection of the unit, the technician observed a plume of smoke emitting from the unit. He identified the root cause of the water leak to be the solenoid valve. As the valve was not operating properly this allowed water to leak onto electrical wires causing the plume of smoke to occur. The technician discussed the extent of the leak with user facility personnel who stated the water leak was small and did not enter an area where employees would walk. Therefore, no slip/fall hazard was present. The technician replaced the valve and adjusted the electrical wires, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The innowave unit is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their innowave pcf sonic irrigator. No report of injury or procedure delay.